Event description:
The user facility reported that during a therapeutic colonoscopy, they experienced a complete loss of image. The procedure was reportedly completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed an image loss. The switches are working intermittently. The colonoscope passed the leak test. There were buckles noted on the light guide tube. The distal end cover (c-cover) was cracked. There were evidence of third-party repairs and parts on the device, such as the bending section cover, insertion tube, and biopsy channel. There was evidence of fluid invasion in the electrical connector, endoscope connector, and inside the body control unit (bcu). The cause of the user's experience was likely due to fluid invasion, but use of non-olympus parts and third-party service could not be eliminated as a contributory factor to the reported event. This report is being submitted as an MDR in an abundance of caution.